Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of an unknown mentor saline breast implant prosthesis. Post-operatively, the patient developed capsular contracture of the left breast. She also experienced a deflated right breast implant. As a result, the patient underwent removal and replacement with 475cc mentor memorygel breast implants on (B)(6) 2017. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-06069 for the contralateral event.